Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came into clinic on a prioritized follow-up due to possible suspected vt, several attempts for device interrogation led to merlin crash. Egms were not available. Egms could not be cleared due to programmer crash during interrogation. Device download was performed successfully and firmware was reprogrammed. Device normal function was restored and was working well. Patient's condition was fine.